Event description:
It was reported that during the use of the product (a medication cassette), a "no message" alarm sounded. So the patient changed the pump to another one, but the alarm persisted. The patient then changed the cassette to another one, and the alarm was cleared. From those events, it is assumed something is wrong with the cassette. Also, the patient claimed that the tubing looked deformed (or kinked). No patient injury was reported.

Manufacturer narrative:
Functional testing: the 33 samples were filled with water; the samples were connected to the cadd legacy plus to look for unusual function. Results: the samples were fully priming and connected without difficult, the pump were set running and the alarm were not activated. The complaint was not confirmed. Root cause: the complaint was not confirmed due to sample was tested and no alarms were activated. Actions taken: no actions taken were performed since the complaint was not confirmed.